Event description:
The customer reported the device hung up during the opcheck.

Manufacturer narrative:
The customer reported the device hung up during the opcheck. The unit was evaluated at philips and the symptom was verified. The software was reloaded which resolved the reported issue.